Manufacturer narrative:
The reported event of ¿the guide wire could not be withdrawn smoothly¿ was confirmed. As received, a complete lead was returned in one piece with the guide wire inserted inside the lead. Visual and x-ray examination found the inner coil was bunched up inside the connector region consistent with procedural damage which is the root cause of the reported event. The ptfe coating of the stylet was found stripped consistent with procedural damage. The guide wire insertion test could not be tested due to the bunched up inner coil inside the connector region of the lead.

Event description:
Related manufacturer reference number: 2017865-2024-71233. It was reported that the patient presented for an implant procedure. It was noted that the left ventricular lead failed to be separated from the guidewire. When the right ventricular lead was implanted, it was found that there was a damage on the tip. The leads were not used and replaced during procedure. The patient was stable.